Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 75% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending (lad) artery. The lesion was predilated with two non bsc devices and then a 3.0x28mm taxus express2 drug eluting stent (des) was implanted in the proximal lad. Then the physician attempted to implant a 3.5x16mm taxus express2 des in the distal lad but the device was unable to cross the implanted 3.0x28mm des. The physician tried the "2wire" technique but the 3.50x16mm des was still unable to cross the lesion. When the device was removed from the pt, it was noted that the stent strut was lifted up. The procedure was not completed and no pt complications were reported. The pt's current condition is listed as "good".